Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the endoscope controller (ec). The system was verified and ready for use. Intuitive surgical, inc. (Isi) has received the unit; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure using an xi system, repeated errors occurred across multiple endoscopes over several days. The procedure was completed with no report of patient injury.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the endoscope controller (ec) for failure analysis investigation. The unit was analyzed and the error 48406 was found, aligning with the reported event, confirming that the fault occurred in the field. Visual inspection, no damage was observed on the exterior and interior of the unit. Failure analysis observed no physical damage to the endoscope receptacle. During testing, failure analysis observed that the right power supply fan was not spinning, pointing to a bad power supply. The unit was installed in the golden system where it was programmed successfully and functioned as expected. The unit was installed in the golden system where it functioned as expected. All nodes were present. The image was clear on the vision side cart (vsc) and surgeon side console scc. The leds on the ecpd and dcib are present. The system was set to run 10 power cycles. After testing, the error logs were investigated because no errors were found related to the reported event. The probable root cause could not be definitively established from the failure analysis findings/results.

Event description:
Refer to h11 for follow-up information.